Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed with an MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive and observed another broken on posterior side assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive, each of the broken ones have two different assessments than those mentioned above. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed stress marks on the device. ¿ observed non penetrating nick on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side rupture confirmed with an MRI. Device has been explanted and replaced.